Manufacturer narrative:
The device was retained by the customer and is not available for evaluation. Without a product sample, we are unable to confirm the reported issue or identify the root cause. As the device lot code is unknown, a review of the device history record cannot be performed. In the absence of a product sample, lot number, or an observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and product evaluated.

Event description:
It was reported that the patient fell post operatively and the pedicle screw was displaced and breached the lateral wall of the pedicle and vertebral body at right l5. As a result, revision surgery was performed and the screw was explanted and replaced. The screw was discarded by the customer and is not available. The contact reports that there was no device failure.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device discarded by customer.